Manufacturer narrative:
(B) (4).

Event description:
The implanted pump flipped in the pocket. The pocket was surgically revised on (B) (6) 2007. It was unk why the pump flipped. The pt did not experience withdrawal associated with the event. Add'l info has been requested. A f/u report will be submitted if add'l info becomes available.